Event description:
Per complaint (B)(4), it was discovered post-operatively that a patient experienced pain. Their dental implant failed to osseointegrate. Edema and inflammation were also reported. The implant was explanted approximately one month after initial placement.